Event description:
An (B)(6) female patient who was being operated on for right hip hemiarthroplasty, suddenly arrested after the cement was in place.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of the complaints databases for the lot codes of the products involved in the procedure ((B)(4)) identified no previous complaints. It was noted that the cement used in the procedure was a zimmer product and not a depuy product. This use of the depuy devices is not recommended. It has been reported in previous medical cases that in rare circumstances the use of cement can cause cardiac arrest. A review of the manufacturing records was conducted on lots (B)(4) with the result that no anomalies were found. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.